Event description:
A pt was implanted with a liss plate for a right distal femur fracture on an unk date. Subsequently, the pt was diagnosed with a nonunion and was returned to the operating room on (B)(6) 2012 for revision to a lcp condylar plate. During the removal procedure, the surgeon noticed two 5.0mm screw heads had broken off the shaft some time prior to the revision procedure. This report is #5 of 9 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.